Event description:
It was reported that the device had a motor error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a 'motor rate error.' Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to black grease and foreign material on the worm coupling tip. The device's worn coupling tip was cleaned, the device was cleaned, greased, and calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.